Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the hand piece was broken. There was no patient involvement.

Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was not used in a surgical procedure. A visual inspection was performed on the product and no damage was observed. Unit passed functional tests on a known good control unit with a known good footswitch installed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.